Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic technician reported a patient experienced a button-hole, in a left eye, during a laser assisted lasik flap procedure. The flap reportedly seemed sticky and trying to lift flap was not successful. Post-operatively, the patient complained of blurry distance vision. The patient was noted to be very understandable. Two weeks later, photo refractive keratectomy (prk) was performed. Additional information has been requested.